Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was unable to be charge with the usb cable and wall adapter. Customer's blood glucose level was 300 mg/dl. Reportedly, the customer was able to successfully charge the pump with an alternate usb cable and wall adapter.